Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/07/2014 with the following findings: evaluation revealed that the battery compartment is cracked below bumper pad. The display is dim/fading/reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging that the battery compartment was cracked. The reporter stated that the patient had a blood glucose (bg) of 26mmol/l with moderate ketones, abdominal pain/vomiting, extreme drowsiness/difficulty waking up/confusion, polydypsia, polyuria, and symptoms of dehydration. The patient was taken to the emergency room and treated with IV fluids. This report is being made due to the bg excursion the patient experienced due to an alleged battery compartment crack.